Event description:
The pt alleges that on 7/4/1999, he tested his blood glucose on the suspect device and took insulin based off the suspect device reading. He ate a small breakfast and passed out. He woke up in the hosp and was kept for 2 days. On 7/6 1999, he tested his blood glucose on the suspect device and took insulin based off the suspect device reading and passed out. He woke up in the hospital again and was kept for 3 days. The pt would not provide blood glucose values.